Event description:
In 2008, boston scientific corporation was informed that during a procedure, the resolution clip device clip did not fully open. Another of a same device was used to complete the procedure without patient complications. Patient is "good".